Event description:
Reportable based on the device analysis completed on (B)(4) 2014. It was reported that crossing difficulty occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. A 2.0mmx20mmx142cm nc quantum apex¿ balloon catheter was advanced but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status is good. However, the returned device analysis revealed a balloon pinhole.

Manufacturer narrative:
Age at time of event: under 18 years. Device evaluated by MFR: returned product consisted of a coyote nc balloon catheter with a stopcock. The stopcock was attached to the hub of the device; as received. There was contrast and blood in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. The inner shaft was buckled 1mm ¿ 2.5mm proximal of the distal markerband. The distal tip was damaged. Microscopic examination of the balloon and shaft revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and two (2) pinholes in the balloon wall on each side of the distal markerband were revealed. There were scratches and lifted balloon material around the pinholes. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).